Event description:
Reporter alleged discrepant blood glucose values of 260 mg/dl on the customer's advantage system compared to the dr's measurement of 90 mg/dl when testing was performed within < 5 mins apart. Customer stated not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. Customer indicated that he works at the hosp and decided to test his glucose, however, did not take any actions or receive any treatment based on the readings. A request was made for the return of the suspect device and replacement product was sent.